Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was about to administer a bolus when a malfunction alarm occurred and the pump stopped all insulin delivery. The customers blood glucose level was reported to be 151 mg/dl. The customer took a manual injection to stabilize blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.